Manufacturer narrative:
An event for patient effects of atrial fibrillation and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the patient's pericardial effusion is attributed to the heart surgery/procedure. A cause for the reported atrial fibrillation could not be determined. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received and a correction needs to be made as the it was noted that the patient was not taking any anticoagulant or antiplatelet medication prior to procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 21mm epic max valve was successfully implanted in a patient. The patient had been administered 45,000 ie of heparin for procedure. The patient's activated clotting time (act) level was 727 seconds. It's noted that the patient was taking unknown anticoagulant or antiplatelet medication prior to procedure. The patient was not administered any protamine or reversal agent during procedure or after the procedure. On (B)(6) 2024, it was noted on an echocardiogram that the patient developed a circular pericardial effusion. There was no cardiac tamponade present. It's noted that the patient was taking 100mg daily of acetylsalicylic acid and 3000 ie of certoparin twice daily, at the time the pericardial effusion was discovered. It was also noted that the patient developed an onset of atrial fibrillation (af). No intervention was performed for the af. On (B)(6) 2024, the decision was made to perform a pericardial puncture and drainage the effusion. The cause of the patient's pericardial effusion is attributed to the heart surgery/procedure. The cause of the patient's atrial fibrillation is unknown, but it was a transient onset. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.